Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a battery failure. It was determined that this was a malfunction of the dfm rechargeable lithium battery pack, which customer replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm rechargeable lithium battery pack. The reported problem was confirmed. The customer replaced the dfm rechargeable lithium battery pack, to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had a battery error appearing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.